Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter a (B)(6) male patient underwent tevar for taa by right approach. The procedure was planned as below. Plan: placing zta-p-40-217-w1 first in the proximal side, then zta-d-42-204-w1 in the distal side in zone 4 just above the sma. The user encountered a difficulty in advancing the delivery system of zta-p-40-217-w1 due to severe calcification in the access route, but he could advance it successfully after balloon dilation with a 9mm pta balloon, then placed the stent graft. (B)(4). The delivery system of zta-d-42-204-w1 could be advanced without any resistance to the target site because it was advanced after delivery of the first device and balloon dilation. The user deployed the stent graft with a 6-stent overlap with the proximal stent graft, but the bare stent was still inside the bottom cap and would not be deployed although he pulled the black gripper to the end until the release window turned green. The user advanced and withdrew the flexor sheath to make it deploy, but nothing changed. He pulled the whole delivery system (inner cannula) next, but because the position of the bare stent was pulled distally, it was pushed back to the previous position. Then, he tried several things like dismantling the cap on the handle end and removing the trigger wires completely from the delivery system. After that, he advanced the inner cannula, then the bare stent became slightly exposed. Therefore, he pulled the sheath again, then the bare stent came out from the bottom cap and gradually deployed taking about 10 seconds. The distal stent graft could be placed in the target site eventually though the positioning just above the sma was difficult. (B)(4). Type ia endoleak from zta-p-40-217-w1 was confirmed, but it was resolved with placing zta-de-42-94-w1 additionally, and the procedure was completed. There have been no adverse effects to the patient reported. Patient outcome: there have been no adverse effects to the patient reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: the complaint states problems with placing of zta-d. Although the black gripper was pulled to the end until the release window turned green, the stent graft could not be relaesed from the bottom cap. Troubleshooting was then performed. Eventually, the stent graft was deployed and it was placed in the target site though the positioning just above the sma was difficult. It was reported that the patient did not experience any adverse effects. The returned device evaluation showed clear evidence of biomatter on the device, indicating that the device had been used. The stent graft was deployed and not returned. The grey positioner was separated from the flexor sheath and the release wires were separated from the system. The inner side of the flexor sheath tip was visually inspected under light microscopy and showed evidence of scratches along the internal side of the sheath. Frays of torn sheath surface were observed at the tip of the sheath. The appearance of the scratches indicates that they were likely caused by barbs. Additionally, the wire hole on the outer side of the bottom cap had a different shape compared to an unused bottom cap. As per IFU, step 8 and step 9 under "placement of distal component": "turn the gray safety-lock knob, indicated by label 2, on the black telescoping gripper in the direction of the arrow" and "to release the distal bare stent, stabilize the introduction system and slide the black telescoping gripper over the gray positioner and outer sheath in a distal direction until it locks automatically into position next to the blue rotation handle". It was confirmed via mail-correspondance that the physician did follow these steps in the IFU during the procedure. The cause for the difficulties with releasing the stent graft from the bottom cap cannot be determined. Internal action was initiated to address the failure of "difficult to deploy distal end of stent graft". Cook medical will continue to monitor for similar events this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.